Event description:
The customer reported that the system was not saving patient images (data loss). There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an investigation. The interconnect cable was evaluated and replaced. The communication and image processor pcb were evaluated and reseated. The system was tested and found to be working as intended and returned to service.